Event description:
The hospital reported a system malfunction error resulting in potential loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).